Event description:
Reporter noted footswitch completely stopped functioning during surgery. Unable to clear error message. Enlarged wound and converted to manual technique to complete case. Changed footswitch later and problem resolved.